Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low", specific value was not provided; cause of bg level was unknown. Reportedly, the customer addressed their bg level by consuming carbohydrates and continued to use the pump for insulin therapy.